Manufacturer narrative:
Date of event: (B)(6).

Event description:
It was reported that the balloon almost detached. During a procedure involving a 5.00 x 32mm synergy xd it was noted that the balloon almost detached. No patient complications were reported.

Event description:
It was reported that the balloon almost detached. During a procedure involving a 5.00 x 32mm synergy xd it was noted that the balloon almost detached. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy xd 5.00 x 32mm stent delivery system was returned for analysis. The stent was not returned. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon returned deflated and the distal balloon cone appeared bunched. Clear dried media was visible inside the balloon. A visual and tactile examination of the hypotube found no issues. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. The wire-port was stretched. The mid-shaft was stretched proximal to the wire-port and the shaft polymer extrusion was stretched distal to the wire-port. The inner wire lumen was damaged 143.3 cm distal to the distal end of strain relief. No other issues were identified during the product analysis.